Event description:
I have just learned to a recall of the amo product, complete moisture plus, and of the increased risk of a particular infection: "the co is taking this action as a precaution because of reports of a rare, but serious, eye infection, acanthamoeba keratitis, caused by a parasite. The link between the solution and the infection was identified as a result of an investigation by the centers for disease control and prevention -cdc-." I have had red, irritated eyes for at least a month and thought that it was due to fatigue and a particularly bad allergy season. I believe now that there may be some connection with the persistent redness, irritation and dry eyes suffered in the last 45 days, or so, and this product. Due to a pre-existing condition, I am accustomed to some discomfort while wearing contact lenses. Before these soft, disposable lenses, I had always suffered red, or irritated eyes nearly every day I wore my lenses. That is why I did not wear any contact lenses for more than a decade. There was a remarkable improvement with these extended-wear, disposable lenses--virtually no discomfort at all until my pre-existing condition -crohn's-flared back up again with the usual, increased general inflammatory response--including my eyes. So, for the last couple of years, I have simply carried around rewetting drops to keep that under control. That solved the dry, inflamed eyes until last month, when my dry, irritated, and red eyes became significantly more problematic. Unfortunately, I am reading this alert at 11:50 p and have left a message with my optometrist to call me as early as possible tomorrow morning for an eye exam. Dose or amount: 12 fl oz. Frequency: daily. Route: intraocular. Dates of use: thirty nine days in 2007. Diagnosis: soft contact lense wearer.